Event description:
Report received stating that a pedi router, f1/8ta15 was used with aregular footed attachment in a case - the router broke. No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
On follow-up it was noted that the incorrect dissecting tool and attachment combination was assembled. Our legend (r) instruction manual contains the following warning "be sure to match the color code and nomenclature on the legend (r) dissecting tool packaging with the color band and nomenclature on the legend (r) attachment. Failure to do so, could result in injury to the patient or operating room staff."

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No additional information was available on follow-up. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."